Event description:
It was reported that the customer was hospitalized due to low blood glucose of 21mg/dl. The father stated that the customer went to sleep, and her daughter will call back when she is available to continue troubleshooting. Days later, the customer called back and stated that she is not sure if she took too much insulin via bolus before she felt asleep on the couch, but she is not having issues anymore. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.